Event description:
It was reported that a (B)(6) patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the right common femoral artery. The vessel size was noted to be >6 mm. Following the procedure, the physician who is in training, selected the mynx ace 6f/7f vascular closure device to close the access site. It was reported that on 05/01/14, the patient presented to the hospital with groin pain. A pseudoaneurysm was noted and treated with thrombin.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1408001) indicated that the device lot met all established performance criteria prior to shipment.